Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after the customer service representative (csr) asked the patient additional questions. The patient stated that the alleged meter issue began on an unspecified date in 2014. The patient did not provide any specific results which were obtained but stated that they had both "high and low" results when compared to their feelings and/or normal results. The patient manages their diabetes with insulin pump therapy, tests their blood sugar levels "7-10 times per day" and adjusts their insulin dosage based on both subject meter results and carbohydrate intake. The patient stated that they had experienced symptoms of "hot, strong heartbeat, shaking and losing lucidity" as well as having being in a hyperglycemic "coma" three times since the alleged meter issue started. The patient stated that when they experience these symptoms they self-treat by taking an additional 20 units of insulin. The patient's doctor had also told the patient that their brain had difficulty understanding their "glycemia status" which can lead to typical hypoglycemic symptoms being experienced when the patient's blood glucose was actually high. The patient also stated that they felt that the overall reason for having suffered a "coma" three times, as well as experiencing other symptoms, was because their doctor had also informed them that their body had built an insulin resistance. At the time of troubleshooting the csr noted that the patient did not have control solution available to perform a test on the subject meter. The patient&#38112;test strips were confirmed to be within their expiry date. The patient's products were requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that are associated with serious injury after the reported inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to these events.